Event description:
Vertebroplasty was performed on pt using norian crs. Three to five minutes psot injection, pt experienced precipitons drop in blood pressure. Anestesiologist administered pressor drugs and colume expansion CPR performed briefly. Pt recovered and was discharged 3-4 days later. Pt was noted to exhibit a dermatological reaction (hives) at time of the incident. Dr reported no adverse sequelae; pt had no evidence of arrythmia on pre-op ECG.